Event description:
It was reported that an unspecified small volume infusor underinfused. The issue was identified during patient infusion. The infusion took around 52 hours instead of the expected 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.